Event description:
Nursing staff was attempting to adjust the bed height using the remote control and heard a loud pop, then the bed dropped down about two feet. The frame of the bed was twisted at the head and foot causing the wheels of the bed to splay outward. Clinical engineering found the connector pin for the elevation drive shaft assembly was not securely in place. The retaining pin was completely missing so the connector pin had slipped and severely bent, preventing the bend from moving up and down properly. Pt was transferred to new rental bariatric bed with no injury to pt or staff.